Event description:
Per the info provided to the co by the physician's office, the device was removed due to a "fluid leak and tubing tear." As reported to the co, the entire device was removed and replaced.

Manufacturer narrative:
A resipump, two cylinders and two rear tip extenders were returned for eval. The tapered end of rear tip extenders are not centered nor are distal ends of cylinder bases. This indicates they were pushed to one side for extended period of time. Pump was returned detached from both cylinders. Portion of monofilament was noted protruding from distal end of tubing exiting cylinder #2 and also from distal tubing end of nonserialized outlet of pump which indicated tubing at that site had been over-extended and/or torqued for an extended period of time. Testing of returned components revealed no further functional abnormalities. Microscopic examination of distal tubing ends of tubing exiting the nonserialized outlet of pump and of cylinder #2 reveaded that it was stress induced. Examination also revealed separation site in tubing exiting cylinder #2 midway between tubing/strain relief junction and distal end. This was not site of leakage, but did have area of abrasion surrounding it. Based on qa's examination and limited info provided, qa concluded that while in-vivo tubing exiting cylinder #2 was kinked and abrading against itself and that both exhaust tubes were torqued and/or over-extended for an extended period of time. These situations contributed sufficient stress(s) to rend tubing at both noted sites. The complete separation would have allowed loss of fluid and rendered device inoperable. Thus, qa accepts report of "fluid loss secondary to tubing tear" as cause for surgical intervention.